Event description:
It was reported that the monopolar curved scissors (mcs) instrument bowden cable was broken. There was no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.